Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD) possibly due to atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up with the physician that the shocks were appropriate. The device was reprogrammed. No patient complications have been reported as a result of this event.